Event description:
It was reported that the right ventricular lead exhibited loss of capture. Programming changes were performed until the patient could be brought back into the operating room. On (B)(6) 2023 the lead was explanted and replaced. The patient was in stable condition pre-procedure, during and post-procedure.